Event description:
A malfunction was reported on a pump by the caller, who did not mention any events leading to this issue. Impact on the customer's blood glucose level was unclear as they declined to answer if levels exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report if any issues reappeared.